Event description:
Allegedly, during lap appendectomy, one jaw of the grasper broke off into patient. The doctor immediately visualized and retrieved. He replaced the grasper and went on to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
We evaluated the bowel grasper and confirmed that one jaw had broken off. Condition of instrument is consistent with damage caused by stress overload.